Event description:
Same case as MDR ID # 2134265-2012-05650. It was reported that during a percutaneous coronary intervention (pci) procedure, stent stuck occurred. The 75% stenosed lesion was located in the moderately calcified and severely tortuous proximal left circumflex (lcx). The lesion was pre-dilated with an unspecified balloon. A 2.50x20mm promus element stent was implanted and then dilated at 16atm with the balloon of the stent delivery system. The atlantis sr pro2 imaging catheter was inserted and during advancing, resistance was encountered at the tortuous area. Then the imaging catheter became stuck with the stent which the physician thought was not well apposed. Two additional promus element stents were implanted. The imaging catheter was pushed to the distal side and successfully removed using rotation. The tip of the imaging catheter shaft was noted to be stretched. The procedure was completed with another same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).